Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed. No action was taken. The patient will continue to be monitored closely until the device reaches eri.